Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was alleging the insulin pump for under delivery. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer reported that the insulin pump was not giving a bolus when he provided a 7 unit bolus. He was assisted in troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the dat test at 0.0874 inches.